Event description:
Pt had PICC placed on (B)(6) using sapiens. However, a chest x-ray was performed after placement that showed the tip in the distal svs. That evening around 2000, the pt had a chest CT with contrast injection. The next a.m another chest x-ray was done and PICC was found to be curled in the axillary vein.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of rewa0838 showed no other similar product complaint(s) from this lot number.